Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has broken out under the electrodes and that they were leaving indentations. Patient was also having irritation and pain under her shoulders. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use unscented lotion by a physician. Follow up indicated that the irritation has completely cleared.